Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sticker that covers the two buttons on the right came off. Customer stated that the down arrow button does not respond anymore. Customer tried to stick it back but it peels off. Nothing further reported.